Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Reportedly, customer's blood glucose level was high but has gone down. Customer changed out cartridge and infusion set.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours; customer had been using cartridge and infusion set for 3 days. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.